Event description:
The customer reported to olympus that the power would turn on and off while using the high-definition lcd monitor. The issue was found during the procedure, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a printed circuit board failure, which resulted in power supply instability. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor power turning on or off was caused by a faulty printed circuit board. The cause of the failure of this substrate could not be identified. Olympus will continue to monitor field performance for this device.